Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000mcg/ml, 611 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and other spasticity. It was reported that there were multiple motor stalls and recoveries, and a ¿stopped pump period may exceed tube set¿ message. The pump logs showed a motor stall on (B)(6) 2015 and recovery after 9 minutes, and the pump did not alarm. There were then motor stalls and motor stall recoveries on (B)(6) 2015, all very short duration with no alarms heard. The last motor stall was on (B)(6) 2015 with no recovery. The pump never alarmed until it was read on (B)(6) 2015 when "it was very audible" and everyone heard it. The reporter would be calling the surgeon to discuss replacement. There were no reported symptoms. The reporter later found out that the patient had several magnetic resonance imaging (MRI) procedures and the times of the mris coincided with the motor stalls in the logs. The reporter was still concerned about the final MRI and the stop pump period may exceed tube set message along with the fact that the alarm was not audible until (B)(6) 2015. The reporter confirmed that the pump logs showed a motor stall recovery message on 2015-09-03 about 15 minutes after she first read the pump. When the reporter accessed the pump on (B)(6) 2015 she expected about 8 ml and pulled back 18 ml; caller said she stopped at 18 but there may have been more in the pump as she realized at that point there was a problem. The reporter still planned to have the pump replaced. Regarding what troubleshooting was performed related to the motor stalls and volume discrepancy, telemetry, and aspiration of port showed excess were reported. The motor stalls and recoveries were less than 2 hours apart, with the exception of the stall on (B)(6) 2015. They were all post-magnetic resonance imaging (MRI). Regarding what actions/interventions were taken to resolve the motor stalls and volume discrepancy, it was noted the dose was dropped to avoid overdose once the pump started. Telemetry restarted the pump and confirmed that by the 2nd telemetry. The alarm sounded only with initial telemetry. The dose was dropped (¿611mcg¿,¿100mcg¿). The cause of the motor stall alarms not being heard was not determined. The cause of the volume discrepancy was not determined. The next day the patient went into withdrawal (approximately 12 hours later), and it was stated ¿so clearly he was getting some,¿ and a bolus was given, and the dose was increased to 400mcg.